Event description:
Pt had been using sequal o2 concentrator at 8lpm o2. The unit had been checked by respiratory therapist 2 days prior and was functioning properly. Pt had two back-up o2 tanks. Pt's family member checked pt 2 days after unit checked and reported finding pt had died. The tank was empty. The other unused tank still had 3 hrs left. It was reported that the concentrator was plugged in, not delivering o2. Respiratory therapist stated they did not believe that the concentrator contributed to death.